Event description:
It was reported that a charge timeout was observed on the device. Capacitor maintenance was performed to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of the ¿last max charge¿ not updating was confirmed. Based on the information provided, the device delivered the maximum charge voltage of 849v per requirement; this value is rounded to 850v when displayed. Since the charge during a capacitor maintenance test was higher, the ¿last max charge¿ was not updated after the shock occurred. The charge time out alert was also triggered as a result of long duration of a high voltage therapy charge time.